Event description:
5-16-98 removal of foreign body, repair of scleral laceration & prophylactic scleral buckling procedure rt eye. (Using miragel sponge). 3-30-98-expanding miragel scleral buckle-tractional retinal detachment, removal of scleral buckle right eye w/vitrectomy & laser.